Manufacturer narrative:
Patient involvement: upon follow up customer informed that reported issue was discovered during pre-use set up inspection. There was no patient or user harm or delay in therapy noted due to reported failure.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
The customer reported that a ventilator experienced an occluded circuit alarm during patient use. The reported issue was evaluated by the philips international field service engineer (fse). The reported issue was confirmed. The device was in clinical use on a patient at the time the issue was discovered. There was no patient or user harm reported. The philips international field service engineer (fse) detected a loose cable in the motor control (mc) printed circuit board assembly (pcba). The loose cable was fastened and an operation test was performed. The equipment was said to be functioning correctly.